Event description:
Patient was revised to address poly wear. It was also reported that the locking ring was loose and broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges dislocation and elevated metal ions after the first revision. The dislocation was likely a result from the previously reported loose and broken locking ring. Doi: (B)(6)2012; dor: (B)(6)2013; right hip (2nd revision)